Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. Event summary: on 08/26/2013, nakanishi received an electric dental handpiece model da-800c5l, serial number (B)(4) for repair from a distributor repair facility. On the distributor's documentation was statement, "patient burned with this handpiece during treatment for wisdom tooth. At that time, the dentist touched handpiece head, and realized head was heated up. The buccal mucosa of the patient was burned white. The size of burn about the diameter of 500 yen coin [26.5mm]." Complaint review: repair history: first repaired on 06/20/2012. Second repaired on 08/07/2013.

Manufacturer narrative:
Investigation: the handpiece was forwarded to the manufacturer for testing and analysis on 08/26/2013. And evaluation was finished on 09/02/2013. Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device (c130826-03-1). These activities are described in more detail below: methodology used: nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or dents, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand to see bearing condition. Nakanishi observed that the bur rotated smoothly. The device was configured for temperature testing in the exact state in which it was returned. Specifically, no lubrication or cleaning was performed on the returned device before the first test in order to characterize the device under conditions that would duplicate the user situation at the time of event. Temperature sensors were first attached to the exterior of the device at three test points a, b and c (i.e., most proximal to the patient and along points farther towards the distal end of the device). The test setup was prepared to take temperature measurement at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points for the handpiece with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000 rpm). Nakanishi confirmed the temperature at each of the test points as follows after the beginning of the measurement: 34.5 degrees c, 31.6 degrees c and 31.5 degrees c. In the 5-minute evaluation period, there was no sudden temperature rise observed that may cause a burn. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components(s) involved. Nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any damage, dirt, foreign particles leading to a burn on the inside parts. Conclusions reached based on the investigation and analysis results: the nakanishi investigation could not replicate the event/situation reported by the complainant. Based on the above evaluation, nakanishi concluded that there were no safety issues on the handpiece.